Event description:
It was reported that there was a communication error message, the sys would intermittently freeze and have to be rebooted. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the sys with the customer over the phone and determined the 5 volt power supply or interconnections were the probable problem, but no conclusion can be drawn as repair info is not available.